Event description:
It was reported that the side rail mounted on the ventilator carrier broke. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The reported issue of side rail separated from the mobile cart was confirmed via provided photo. Our field service engineer (fse) repaired the ventilator. The ventilator was then put back into service. No parts were returned for investigation. The root cause of the reported issue has not been confirmed but is most likely related to an overload, or mechanical force that is above the specification the rail has been designed for.

Event description:
Manufacturer's ref #: (B)(4).